Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power switching board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power switching board component was replaced twice - the first power switching board had an out of box failure and was returned for analysis. The second power switching board replacement resolved the issue. The system was functioning as intended and successfully passed a system checkout. Hardware analysis determined that there was an electrical failure with both returned power switching boards. Through functional testing, visual/physical examination, and examination of similar product; the reported issue was confirmed. Both power switching boards failed bench testing due to electrical shorts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the system displayed "x-ray disabled". The image acquisition system (ias) was booted up and was showing radiation disabled and the middle scroll bar was not initializing. The manufacturer representative present had to reboot the system twice and the system came up after the second reboot. This caused a 20 minute delay to the case, but no other patient impact. The surgeon was aware, as he was in the room. They were then able to proceed with the case.